Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of receiving a compromised for sensor system alarm. The customer's blood glucose level at the time of incident was 109mg/dl. Troubleshoot was conducted. The drive support cap was found to be flush. The customer was advised that the device would have to be replaced. The customer is being sent out a continuation of therapy pump, but declined to returned his out of warranty pump.